Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed a controller error alarm. The device was removed from service and returned for evaluation. There was no patient involvement.

Manufacturer narrative:
The investigation on the automated impella controller's error alarm has been completed. Console logs from the reported day of event could not be analyzed, because they could not be downloaded from the device, due to the fact that the console did not boot up after arriving in danvers. Telnet connection to the aic could not be established. Messages on the console¿s text screen indicated corruption of compact flash (cf) card(s). After cf cards were temporarily replaced with known-good ones, the issue was resolved and console was able to boot up. Logs from ic10077 obtained from the cloud ended before the day of reported event. After replacing cf cards, the console passed full functional check. Presumably, the unidentified controller error message observed in the field was related to cf corruption. The cause of the issue was a defective component.